Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation indicated there was fibrous thickening of all cusps and a tear in cusp 3. Special stains were negative for organisms and no acute inflammation was present. There was no evidence found to suggest the cause of the fibrin and tear were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the fibrin and tear remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, a double valve replacement was performed and the edwards magna ease (size unknown) was implanted in the aortic position and this 29mm epic valve was implanted in the mitral position. On (B)(6) 2015, an echo revealed severe mitral regurgitation secondary to a suspected valve failure and what appeared to be a moving object observed on one of the cusps. On (B)(6) 2015, the epic mitral valve was explanted and replaced with another 29mm epic mitral valve. Upon explant, one cusp was found to be torn along the stent base. The patient was stable postoperatively.